Event description:
Customer reported a malfunction with a specified error code; however, no notable events occurred prior, and the malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur.